Event description:
It was reported that there was oversensing on the right ventricular lead. It was also reported that the oversensing could be due to possible double counting of premature ventricular contraction (pvc) waves. The lead remains in use and will be closely monitored for lead issues. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing on the right ventricular lead. It was also reported that the oversensing could be due to possible double counting of premature ventricular contraction (pvc) waves. The lead remains in use and will be closely monitored for lead issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) performance data from the device was analyzed and revealed non-physiologic oversensing. The average v entricular short interval count (v-sic) increased from <(><<)>1 count/day to 9.1 avg counts/day on (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that there was oversensing on the right ventricular lead. It was also reported that the oversensing could be due to possible double counting of premature ventricular contraction (pvc) waves. The lead remains in use and will be closely monitored for lead issues. No patient complications have been reported as a result of this event.